Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 27, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on july 28, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
Correction: the previous MDR submitted on may 13, 2025, was filed inadvertently. The correct device analysis report attached. Device analysis indicated device failure.